Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 52 mg/dl and insulin pump had insulin pump error. The customer did not report any symptoms or treatment for low blood glucose level. The customer was not exposed a high magnetic field. Troubleshooting was not performed for low blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.